Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch pgh910, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the initial procedure? The procedure is CABG. When did the issue occurred, pre-op or intra-op? Intra-op. What was used to complete the procedure? Alternative surgical sutures. Did the surgery was completed successfully? Yes. Could you please confirm device's availability? Discarded attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle fall into the patient during the procedure? If yes, was the needle removed from the patient during the same procedure? What tissue/location was suturing when pull off occurred? Were there any unexpected outcomes or complications as a result of this suture needle pull off event? Procedure date? Note: event reported in 2210968-2021-00509, 2210968-2021-00510, 2210968-2021-00511, 2210968-2021-00512, 2210968-2021-00513, and 2210968-2021-00514. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG on an unknown date and suture was used. During the procedure, the sutures are broken off at the needle thread junction before they are used in the tissue. Another like device was used. There were no adverse patient consequences reported. Additional information has been requested.